Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During a patient examination, fluoro was no possible on planes a and b. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause of the error was determined as a defective foot switch. To prevent errors of this nature, there is alternative x-ray release by using an additional foot switch or a hand switch. Exchange of the affected foot switch resolved the error and reoccurrence was not reported.